Event description:
It was reported that the patient expired. ECG strips showed vf episodes with no shock. Device interrogation revealed two episodes were noted just before the time of death. One showed atp followed by return to sinus while the other episode showed atp followed by a shock. The device did fire, but after that all the episode shows ap-bp. There were no further signs of intrinsic rhythm and this coincided with the time of death. There is no allegation from a health professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.